Event description:
Affiliate reported that there was leakage noted at the infusion part, it was also reported that the doctor only changed the system. The catheter remained in place.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.